Manufacturer narrative:
(B)(4). The insulin pump was received with a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery compartment and a serial number label fading. The test reservoir does lock properly inside the reservoir tube. However, the pump was also received with a blank display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage was also found on the motor, battery tube and force sensor during visual inspection. No moisture damage found on the keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. Customer stated that the she was in the shower and when she got out noticed insulin pump was on the counter top there was a mist, fog or water droplets in display screen and when she removed the battery it was rusted then she wiped out the battery compartment which also came out rusty looking but no fluid in battery compartment. No harm requiring medical intervention was reported. The device was returned for analysis.